Event description:
Per complaint (B)(4), trauma to a surgical site led to a patient's buccal plate fracture and loss of osseointegration of their dental implant. Osteopenia was also reported. The implant was removed one year after initial placement.